Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow-up medwatch report is also correcting information submitted on the previous medwatch follow up report 01. This investigation was re-opened and it was determined that the reported malfunction was caused by the multi-function cable being incorrectly inserted into the CPR adaptor when performing the 30 joule self test. The reported "poor pad contact" message was not caused by a device malfunction. The device was put through extensive testing and performed to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll (B)(4) department and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The hv module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.